Event description:
The consumer alleges his chair was making some noise and the following day the he was going down a sidewalk and made a right turn, when the wheel allegedly broke off. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. Invacare provides a user manual for model tdxsp-mcg part no 1143190 rev j (nov-10) . This device is 5 months old. Following the warnings and guidelines in the users manual may have prevented the wheel from coming off. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 11: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if non-invacare accessories were on the wheelchair at the time of the wheel coming off. On page 11 the following warning is provided. "Accessories warnings - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products. Do not connect any medical devices such as ventilators, life support machines, etc., directly to the batteries used to power the wheelchair. This could cause unexpected failure of the device and the wheelchair." It is unknown if there was shipping damage when the consumer received the wheelchair 5 months ago. The following notice is provided on page 11: "notice - check all parts for shipping damage and test before using. In case of damage do not use. Contact invacare/carrier for further instruction. As a manufacturer of wheelchairs, invacare endeavors to supply a wide variety of wheelchairs to meet many needs of the end user. However, final selection of the type of wheelchair to be used by an individual rests solely with the user and his/her healthcare professional capable of making such a selection. Invacare highly recommends working with a certified rehab technology supplier and/or a member of nrrts or resna." It is unknown if the wheel chair was set up properly upon arrival or if the consumer made adjustments that may have affected the performance of the wheel chair. On page 12 the following warning is provided: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." Stability and balance may affect the wheels. Adhering to the warnings below may have prevented the wheel from coming off. Page 19: "warning - always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. The drive behavior initially experienced by the user may be different from other wheelchairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the wheelchair with optimum traction and stability when driving forward over transitions and thresholds of up to 3-inches. The following warnings apply specifically to the surestep feature:" "do not use on inclines greater than 9 degrees." "Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces." "Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance." "Always traverse down ramps at a reduced, constant speed to maintain stability and to avoid hard braking or sudden stops." "The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes." "Always reduce speed when traveling up or down an incline or over obstacles and rough terrain. Traveling under these conditions may shift the users weight forward resulting in reduced stability." It is unknown if there was excessive loading on the wheel chair at the time of the incident. The following warnings are provided on page 20: "warning - exercise caution and avoid sudden stops when traveling up or down an incline or over obstacles and rough terrain. If stopping becomes necessary under these driving conditions, release the joystick and allow the wheelchair to come to a full stop. Then proceed at a slower speed." "Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance." "Do not leave elevating leg rests in the fully extended position when proceeding down ramps or slopes." "To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply." "Be aware that carrying heavy objects on your lap while occupying the wheelchair may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user, damage to the wheelchair and surrounding property. This wheelchair has been designed to accommodate one individual. If more than one individual occupies the wheelchair this may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user and passenger and damage to the wheelchair and surrounding property. Many activities require the wheelchair user to reach, bend and transfer in and out of the wheelchair. These movements will cause a change to the normal balance, center of gravity, and weight distribution of the wheelchair. To determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Do not stand on the frame of the wheelchair." The consumer was on the sidewalk and it is not known if a curb was involved in the incident. The following warning is provided on page 21: "warning - do not attempt to drive over curbs or obstacles greater than 3 inches. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair. Always stop before climbing an obstacle. Approach slowly until front anti-tip wheels are approximately 18 inches away from the obstacle. Slowly apply power to move forward, over the obstacle." The sidewalk conditions are unknown. It is unknown if the consumer was on a slant or if the sidewalk was slippery. The following caution is provided on page 21: "caution - be aware of the condition of the ramp. Traction will be diminished/nonexistent on a slippery surface. Proceed with caution." The consumers weight is unknown and it is unknown if there was additional loading on the wheels of the device. The following warning is provided on page 29: "warning - refer to technical data on page 36 to determine the weight limit (total combined weight of user and any attachments) of your wheelchair model. Do not exceed the limit - otherwise, injury or damage may result." It is unknown if the wheel was not secure. It is unknown if the consumer checked the wheel prior to use. The following warning is provided on page 39: "warning - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result." The condition of the wheel is unknown. The following caution is provided on page 75: "caution - as with any vehicle, the wheels and tires should be checked periodically for cracks and wear, and should be replaced."